Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports experiencing anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports experiencing anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter and the resultant symptoms. Additional information provided by the patient indicated that there was filter tilt, and that the patient became aware of the events approximately six years and eight months post implant. The patient also reports experiencing anxiety related to the filter. Based on the limited information in the handwritten progress note, the placement of the infrarenal ivc filter was done prophylactically and without complications. Additionally, due to mild esophagitis, the patient underwent an esophagogastroduodenoscopy and biopsy of antrum procedure for clotest. According to the operative report, the patient had a preoperative diagnosis of dyspepsia, heartburn and indigestion with over-the-counter medication. The patient tolerated the procedure well. This procedure was completed on the same day the filter was implanted and based on the documentation provided appears to have been performed prior to the ivc filter implant; however, this cannot be confirmed. The patient subsequently reported becoming aware of perforation abutting an adjacent organ and fracture, with the fractured filter struts retained within the ivc approximately nine years post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and eight months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the ivc filter. The patient further reports experiencing anxiety related to the filter. Based on the limited information in the handwritten progress note, the placement of the infrarenal ivc filter was done prophylactically and without complications. Additionally, due to mild esophagitis, the same day the filter was implanted, the patient underwent an esophagogastroduodenoscopy and biopsy of antrum procedure for clotest. According to the operative report, the patient had a preoperative diagnosis of dyspepsia, heartburn and indigestion with over-the-counter medication. The patient tolerated the procedure well. This procedure was completed on the same day the filter was implanted; however, not enough information was provided to establish a relationship between the esophagogastroduodenoscopy and the placement of the ivc filter. According to the redacted-amended patient profile form (ppf), the patient additionally reports perforation abutting an adjacent organ and fracture, with the fractured filter struts retained within the ivc. The patient became aware of the reported events approximately nine years after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter and the resultant symptoms. Additional information provided by the patient indicated that there was filter tilt, and that the patient became aware of the events approximately six years and eight months post implant. The patient further reports experiencing anxiety related to the filter. Based on the limited information in the handwritten progress note, the placement of the infrarenal ivc filter was done prophylactically and without complications. Additionally, due to mild esophagitis, the same day the filter was implanted, the patient underwent an esophagogastroduodenoscopy and biopsy of antrum procedure for clotest. According to the operative report, the patient had a preoperative diagnosis of dyspepsia, heartburn and indigestion with over-the-counter medication. The patient tolerated the procedure well. This procedure was completed on the same day the filter was implanted and based on the documentation provided appears to have been performed prior to the ivc filter implant; however, this cannot be confirmed. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and eight months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the ivc filter. The patient further reports experiencing anxiety related to the filter. Based on the limited information in the handwritten progress note, the placement of the infrarenal ivc filter was done prophylactically and without complications. Additionally, due to mild esophagitis, the same day the filter was implanted, the patient underwent an esophagogastroduodenoscopy and biopsy of antrum procedure for clotest. According to the operative report, the patient had a preoperative diagnosis of dyspepsia, heartburn and indigestion with over-the-counter medication. The patient tolerated the procedure well. This procedure was completed on the same day the filter was implanted; however, not enough information was provided to establish a relationship between the esophagogastroduodenoscopy and the placement of the ivc filter.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The patient is also reported to have had a perforation; though this could not be confirmed without procedural films for review. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.